Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number: no further information is available. Please provide procedure name and date: no further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the procedure, the fixation tab feature broke. The lot number is unknown. There were no adverse patient consequences reported. Additional information was requested.